Event description:
Event description cpi received information that this endocardial lead was removed from service due to high impedance readings. The lead was explanted and will be returned for analysis. Another cpi lead was successfully implanted.